Manufacturer narrative:
Trackwise # (B)(4). Analysis of production : (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis for similar complaints: ((B)(4)) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. Run rule was triggered for the month of (B)(6) 2021. The trigger is addressed under crf (B)(4). Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual: (10/213/67) : the device was returned to the factory on (B)(6) 2021. Photograph from the account show the jaws were open and charred tissue on the jaws, the tip of the harvesting tool was peeled at the tip . The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The device was investigated on (B)(6) 2021. There were signs of clinical use on the jaws. Heavily charred tissue was observed on the heater wire. A visual inspection of the device was conducted. The silicone insulation was observed to be intact. No visual defects were observed. The heater wire was observed to be slightly flexed at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was not confirmed for "peeled; jaw".

Event description:
Related complaints tw ID# (B)(4). Additional complaint record has been created due to unrelated failure mode (s).

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related complaints tw ID# (B)(4) additional complaint record has been created due to unrelated failure mode (s). The hospital reported that during an endoscopic vein harvesting procedure using procedure using vasoview hemopro vh-3500, the tip of the hemopro jaw broke off into the patient. Part of the silicone tip and I also found out that the c-ring broke as well. They were able to retrieve it and finished the case using another kit. No procedural delay was reported. No reports of additional incisions. No patient harm was reported. C-ring broke but did not fall into patient.